Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User found out the needle out of from deivce side. User retracted the needle and endoscope a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No bending observed 3. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas 4. Was resistance felt while inserting the device through the scope? No 5. Was force required on insertion of device into scope? No 6. Was the device used in a tortuous position? No 7. Was the endoscope in a flexed or twisted position at any time during the procedure? No 8. Was gaining access to the target site difficult? No 9. Was puncture of the targeted site difficult? No 10. Was difficulty experienced while retracting the needle? No 11. Was the stylet partially removed when advancing the needle into the target site? Unknown 12. How many samples were obtained (passes completed) with this needle? Have not punctured 13. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On advancement 14. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior toreturn? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no